Event description:
In 2002 the end-user called disetronic and stated that the tubing is leaking. The near-incident took place in 2001. In may 2002 maersk medical a/s received the complaint and 1 used tubing. The luer lock of tubing was missing.